Event description:
The healthcare professional reported the patient was admitted to the hospital the prior evening with numbness in the back and legs. The onset of the symptom was sudden in nature. MRI compatibility guidelines were requested. It was unknown if the need for the MRI and the symptoms were related to the device or therapy. The indication for therapy was failed back surgery syndrome and spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.